Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, distributed - acunav 8f-90 catheter, model #: m-5723-07. (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a lasso catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was conducted under acunav guidance. Fast anatomical map (fam) was created with the lasso catheter. Merge was conducted. After pvi via cryoablation combined with the carto, cryoablation was performed on the left atrial appendage (laa). Patient became hypotensive and a tamponade was confirmed via acunav echocardiography. Pericardiocentesis yielded 2000 ml. Procedure continued while transfusing more than 10 units of packed red blood cells (prbcs). Bleeding persisted. Patient status was being assessed at the time of complaint report. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the event occurred during mapping or ablation phase. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters and settings were not reported, as the generator was a non-bwi product. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow setting was not reported. There is no information regarding anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.